Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, when resecting lung parenchyma, the device was unable to fire. Green button was pressed but handle could not be squeezed. Jaws locked on the tissue but was able to be removed. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.